Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient developed an infusion site infection, which was attributed to the cleo adapter used in the infusion setup. No specific actions related to the remodulin therapy were reported in response to the infection. The outcome of the infection was unknown at the time of reporting, and the reporter did not provide an assessment of causality between the infection and the subcutaneous remodulin. At the time of the report, the patient was receiving a dose of 0.087 g/kg, administered continuously via the subcutaneous route using a remunity self-filled pump, delivered at a pump rate of 26 microliters per hour, with 2.4 ml filled per cassette.